Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The manifold was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in the loss of manual ventilation. There was no report of patient injury.